Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The ups and battery were replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735773, serial/lot #: unknown, ubd: unknown; product ID: 9735787, serial/lot #: (B)(4). Analysis of the uninterruptible power supply (ups) found the "fets" to be blown. The failure mechanism was noted to be electrical short. The battery was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735773, serial/lot #: unknown, ubd: unknown, UDI# unknown. It was initially reported that the other applicable component had product ID 9735771. This was the battery for the camera cart rather than the main cart. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735771, serial/lot #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the batteries were not charging but the uninterruptible power supply (ups) was listed as connected/running. The system had been plugged in for at least 3 hours before the time the issue was reported. There was no patient involved.